Manufacturer narrative:
According to available info froma sales rep, on 11/7/96 a revision surgery occurred for this penile prosthesis. Device was implanted "approx six weeks prior." Revision surgery was performed due to "pain and autoinflation." Duiring revision surgery physician found encapsulation of reservoir. In attempt to open pocket bladder was punctured. Bladder was repaired. In a newly created pocket, device was reinserted, and nothing was wrong with device. Add'l info was requested, but was not received. Since analyzing an explanted prosthesis can not conclusively conform or reject reported pain and autoinflation. Quality assurance will accept pain and autoinflation as reasons for revision surgery. Qa also accepts encapsulation of reservoir as reason for autoinflation.

Event description:
Per the info provided to co by the physician's office, the device was removed due to"autoinflation and pain". As reported to co, the surgeon discovered encapsulation of the reservoir. During the attempt to open the pocket, the surgeon inadvertently punctured the pt's bladder. The bladder was repaired and the existing reservoir was implanted in a newly created pocket. As reported to co, no device or device component(s) were removed or replaced. Additionally, it was reported that the device had been implanted six weeks prior to the surgical revision however, no specific date was provided.